Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable and, in turn, the patient underwent surgical intervention to explant and replace the device. Therapy was restored post-operatively.

Manufacturer narrative:
Corrected data device code changed to (b)4) - improper or incorrect procedure or method. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.